Event description:
Customer reported the insulin pump alarmed button error. Customer had bought the device while she was living in (B)(6). Customer¿s blood glucose was 281 mg/dl. Customer report she was in the shower but was not wearing the device, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. Customer reported that she was wearing the x23 device as back up becuase she was going into hypoglycemic. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.